Event description:
It was reported that while using the bd veritor plus analyzer the customer is getting false negative results. No patient impact was reported. The following information was provided by the initial reporter: customer is reporting the veritor is reading false negative results. Hazard, injury or erroneous results details as per account, our machine is now reading false negatives after the 5 minute recommended wait time. There is a definite positive line of the cassette and if we wait an additional minute the analyzer will read positive.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd veritor plus is reading false negative results(catalog number 256066, serial number (B)(6)).no investigation was performed since the analyzer was not returned to bd quality. No assay kit information was provided for this issue by the customer and no trends exist for this issue at this time. Photo images provided by the customer does not confirm the issue. Based on this evidence the complaint is unconfirmed. DHR for veritor plus analyzer, serial number (B)(6) was reviewed and nonconformances related to this failure mode were not revealed during final testing. The device was released conforming. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while using the bd veritor plus analyzer the customer is getting false negative results. No patient impact was reported. The following information was provided by the initial reporter: customer is reporting the veritor is reading false negative results. Hazard, injury or erroneous results details as per account, our machine is now reading false negatives after the 5 minute recommended wait time. There is a definite positive line of the cassette and if we wait an additional minute the analyzer will read positive.